Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: during investigation, evidence of moisture was found on the underside of the battery cap and behind the display lens. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find evidence of moisture on the main printed circuit board. Unrelated to the original complaint, the pump was cracked between the case seal and the keypad cover. Additionally, the battery compartment was cracked at the case seal to the left of the bumper.